Event description:
It was reported that the ventilator's air gas module was damaged. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module was defective. Identification of issue has been done by analyzing problem description and communication with field service engineer (fse). There was no patient harm. Based on technician statement, the customer repaired the device using third party service, hence there was no on-site visit by our technician. The air gas module was pointed out as defective and needs to be replaced. The gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref. #: (B)(4).